Event description:
Related manufacturer reference number: 2017865-2023-18602 related manufacturer reference number: 2017865-2023-18605 it was reported that the patient presented with an infection. The surface of the pocket showed redness. The pacemaker and leads were explanted. The patient was in stable condition post procedure.